Manufacturer narrative:
D10. Concomitant medical products: cl-924, cl-924 polysorb* 0 vio 90cm gs21 x36 (lot a4e2186y); cl-924, cl-924 polysorb* 0 vio 90cm gs21 x36 (lot a4e2186y); cl-924, cl-924 polysorb* 0 vio 90cm gs21 x36 (lot a4e2186y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gynecological procedure, 30 minutes after opening the packaging, while pulling out the device, the needle and thread detached on three devices. The device was then not used. To resolve the issue, a new device with a different lot number was used. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic gynecological procedure, 30 minutes after opening the packaging, while pulling out the device, the needle and thread detached on three devices. The device was then not used. To resolve the issue, a new device with a different lot number was used. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the opened samples had three sutures. The sutures were returned with no needles attached. The foil pouches were inspected with light-assisted microscopy with no abnormalities. Functional testing on the opened complaint device was precluded as the needles were already detached and missing. However, for representative samples, it was found that the instron then pulled the suture at a rate of 300 mm/min until the needle disengaged from the suture. The load force at the point of detachment was measured and found to meet ep mean and individual specifications. Based on the results of the needle attachment test, the representative samples tested satisfactory. It was reported that the needle was detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.